Event description:
It was noted during placement of cholecystostomy tube there was a hole possibly from a kink in the accustick sheath. There was no traumatic maneuver, it was a spontaneous event. A soft j-wire was used initially with no resistance and after this event was realized the doctor was able to safely place a stiff glidewire through the sheath lumen and pass the guidewire through the lumen of the sheath, bypassing the fracture with no further sequelae, and catheter placed.